Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy simple surgical procedure, the 8mm fenestrated bipolar forceps instrument had a damaged, tip ripped and wire protruding out. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no damage was observed. Yes fenestrated forceps wire was broken during the procedure and wire protruding out. Unknown what color of the cable was broken. Full cable breakage. Yes the wire was exposed. No, there were no loss of cautery associated with broken/loose cable. No, signs of thermal damage at site of breakage. The instrument did collide with other instruments during the procedure. No fragment fell inside the patient¿s anatomy. No media available for review.